Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited pacing inhibition due to noise over-sensing. No interventions were performed. Patient condition was stable.